Event description:
It was reported that during an unknown procedure, the device clips could not be firmly applied onto vessel causing oozing and continuous bleeding. The returning instrument even fired two clips at the same time (clips will send back as well).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition with a clip partially fed into the jaws. One bag with one conforming clip and two malformed clips that appeared that were fired over the conforming clip was returned along with the instrument. The clip within the jaws was removed in order to perform functional testing; the device was cycled and it fed and formed six conforming clips. In the next actuation of the trigger, one clip was not properly fed and formed as the advancer was located below the clip. The device was cycled again and one conforming clip was fed and formed. The device locked out as intended. The instrument was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. No conclusion could be reached as to what may have caused the advancer bypass incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.